Manufacturer narrative:
Without a lot number, the device history records review could not be completed as no product was received. The investigation could not be completed, no product was received; no conclusion could be drawn at the time of filing this report. Complaint is confirmed as we are able to confirm complaint description (broken) based on the received pictures. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during an unknown surgery on (B)(6) 2020, the drive shaft for reamer/irrigator/aspirator (ria) was jammed in the tube assembly and broke when tried to disengage. There was no surgical delay reported. The surgery was completed with no harm caused to the patient. Concomitant device reported: unknown ria tube assembly (part# unknown, lot# unknown, quantity# 1). This is report 01 of 01 of (B)(4).